Event description:
It was reported the device had a delaminated downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. Functional testing confirmed the customer's reported problem. The investigation determined the dso seal was delaminated. The dso seal was replaced.